Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had two charge times greater than 18 seconds. The device is approaching a battery status of elective replacement indicator (eri), and the physician has concerns regarding the device's longevity.